Manufacturer narrative:
Patient demographics such as age, date of birth, weight, ethnicity and race were not provided. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site in response to the erroneous results generated. The fse discovered that the analyzer¿s peristaltic pump was not functioning properly. The fse cleaned and repaired the pump assembly and all verification testing passed within instrument specifications. In conclusion, the cause of the erroneous and flagged results was due to a hardware malfunction.

Event description:
The customer reported obtaining erroneously elevated thyroid-stimulating hormone (access fast htsh) results for four (4) patients, an erroneously elevated, ovr (over the reference range) flagged vitamin b12 (access b12) result for one (1) patient and ind (indeterminate) flagged results for two (2) patients for vitamin d (access vitamin d) involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer did not report any of the results out of the laboratory, thus there was no effect to patients or users attributed or connected with this incident. Qc (quality control) and calibrations were recovering within expected ranges at the time of the incident. Additionally, the customer completed a routine system check after the incident which failed due to several parameters being outside of instrument specifications. No information regarding sample collection or centrifugation (including time and speed) was supplied. An fse (field service engineer) was dispatched to the customer¿s site to assess instrument performance.